Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high right ventricular (rv) thresholds and high pacing impedances. Subsequently the system was explanted due to the patient being therapy dependent and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 169mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity>>. Measurements throughout these tests>> were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high right ventricular (rv) thresholds and high pacing impedances. Subsequently the system was explanted due to the patient being therapy dependent and a new system was implanted. No additional adverse patient effects were reported.